Event description:
It was reported that the pump had a motor stall. The pump was replaced. The pump was reported to have been returned to the manufacturer and found to be corroded. The serial number of the pump was not reported so this could not be confirmed. The patient had not had any problems since the pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2003. Product type: catheter. (B)(4).